Event description:
It was reported that the ems battery charger was smoking. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the ems battery charger was smoking. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was not returned for evaluation and the alleged event could not be confirmed. Device not returned.